Event description:
The home pt (hp) using a homechoice system, contacted technical service rep (tsr) and reported a reload set 163 alarm (3 times) during prime, which resulted in a 2098 system error (disposable test fialed and reload the set was attempted 3 times). Per the hp they had changed out the cassette only and not the bags. The tsr instructed the hp to start over with all new supplies. To clear the alarm, the tsr instructed the hp to cycle the power to the device. The tsr also provided preventative measures to keep the reload set 163 from re-occurring in the future. There was no pt injury or medical intervention indicated at the time of the call.

Manufacturer narrative:
Baxter's product surveillance dept will attempt to ensure that proper procedures be reviewed with the home pt.